Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 63 year old male for high risk percutaneous coronary intervention. Impella insertion was followed per instructions for use and best practices. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. During the procedure, suction and low flows at inception alarmed while on auto. The device was repositioned and additional volume administered, however the issue continued. The case continued, p-level was reduced to p-2, and max flows of 1.5 l/m were achieved. The patient received cp support for the coronary angioplasty, and the device explanted at the end of the procedure. It was noted the patient's right ventricular dysfunction may have contributed to the low flows and suction. The pump flow issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the repositioning, however the reposition was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow cannot be established.